Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that transducers are seeping air into dialyzers despite tightening and requires aging transducers as well due to the machine alarming tmp continuously. Upon follow up, the charge nurse reported the user facility uses bluestar 2008t machines and fresenius dialyzers. Transducers allowed air to leak into the entire system in the dialyzers. Additional information was requested, however to date has not been provided.